Event description:
A consumer reported experiencing an unspecified eye incident "so severe that my vision in my right eye may never be restored." She reported that she followed all instructions for use and has been successfully wearing focus monthly visitint contact lenses for almost 10 years. Several request have been made for add'l details; however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible permanent reduction in visual acuity from scarring or distortion." As there was no product returned or lot info provided, no detailed investigation can be performed.